Event description:
Event description guidant received information that this transvenous defibrillation lead was explanted the day after implant due to the lead being too short. Another transvenous defibrillation lead was successfully implanted. Additional information was received that as a result of the lead being too short, the right ventricular transvenous lead was exhibiting loss of capture due to dislodgment. No adverse patient symptoms were reported.